Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during a procedure on (B)(6), 2010. According to the complainant, the generator unable to deliver pressurized irrigation through the scope; it was noted that the water just seemed to dribble out. To circumvent the problem, a nurse had to fill a 60cc syringe and manually irrigate through the scope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.